Event description:
As per complaint (B)(4), a dental implant had a failure of osseointegration during a clinical procedure and the implant was explanted. Inflamation was recorded.

Manufacturer narrative:
Follow-up submitted to report device evaluation.